Manufacturer narrative:
One unused sample with lot number 633420364x was received for evaluation. After performing inspection functional per procedure, the condition reported was not confirmed. The device history record file was reviewed indicating that product was released meeting all quality standard requirements. The failure mode could not be confirmed. Therefore the root cause was not identified for this incident. Since the issue was not confirmed and no root cause was identified, no corrective actions are deemed necessary at this time. The current process is running according to product specifications meeting quality acceptance criteria. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 3/15/2017.

Event description:
The customer reports the sump tube seemed to narrow or collapse when feeding.